Event description:
Healthcare professional reported right side device rupture and "enlarged reactive lymph nodes in the right axilla". The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken assessed as unidentified (tear) and missing assessed as inconclusive. (Shell thickness was within specification). No additional observation.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "enlarged reactive lymph nodes".

Event description:
Healthcare professional reported right side device rupture and "enlarged reactive lymph nodes in the right axilla". The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 15/jan/2024.

Event description:
Healthcare professional reported right side device rupture and "enlarged reactive lymph nodes in the right axilla". The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side device rupture and "enlarged reactive lymph nodes in the right axilla". The device has been explanted and replaced with a non-allergan implant.